Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted ((B)(4)) and downloaded ((B)(4)) for review that showed overlapping events spanning approximately 4 days ((B)(6) 2024 ¿ (B)(6) 2024, (B)(6) 2024 per timestamp). Events occurring on (B)(6) 2024 were recorded during testing at abbott. Backup battery fault alarms due to the backup battery not passing the load test were active on (B)(6) 2024 from 08:51:25 ¿ 15:47:03. The alarm cleared at 15:03:02 before activating again a second later. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2024 at 15:46:32 for a system controller exchange. There were no other notable alarms active in the log file. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period during testing, afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 24mar2023. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had backup battery (ebb) fault alarms with a display message to "replace backup battery." The event log files indicated that the ebb failed the internal load test. The ebb was replaced after the first occurrence of the alarm, but the ebb fault alarms were not resolved. After the second ebb fault alarm occurred, the patient was switched from the defective system controller to the backup system controller and tolerated the exchange. The exchange resolved the alarms. A new system controller was issued to the patient.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.